Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a red alert for shock impedance high out of range, measuring at 131 ohms. The clinic will continue to monitor this patient via latitude home monitoring system. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.